Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip did not deploy. Block h10: the device has not been received for analysis. Only the original empty pouch of the device was received. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Additional information: block d4 (lot number, expiration date), block g1 (MFR site facility name, MFR site facility address, MFR site city, MFR site state, MFR site zip/post code, MFR site country, MFR site email), and block h4 (device manufacture date).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the bowel during a procedure performed on (B)(6) 2019. According the complainant, during the procedure, the clip did not deploy. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the bowel during a procedure performed on (B)(6) 2019. According the complainant, during the procedure, the clip did not deploy. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.